Event description:
It was reported that the device failed accuracy by 15 percent. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all tamper seals were intact upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump was found to be overdelivering when tested. The root cause of the reported issue is unknown. Recommended that the expulsor assembly be trimmed. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: the pump was not connected to a patient at all when issue was found, the issue occurred during preventive maintenance check. No to all question related to patient being harmed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400.